Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. It was unable to verify failed battery test or battery out limit alarms due to button/keypad anomaly. Device had cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer took the battery out, received a failed battery test alarm and then a battery out limit alarm. The customer stated she had the device strapped to the leg while at a wedding. Blood glucose value was 160 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was not replaced or returned for analysis.